Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.